Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the suture size used (4-0) suitable for the high risk of wound closure? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Was the wound in an ischemic state and decreased blood flow to the wound or was this just a risk of what could possibly happen? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a c-section on an unknown date and a barbed suture was used for dermal suturing. Post-op, when in the ward / ICU, the patient experienced a wound dehiscence and wound infection. There was no healing was observed in the dermo-epidermal layer. The wound dehiscence occurred 2-3 weeks after surgery. The patient is currently being treated and attended to by a dermatologist. The patient was given steroid administration due to scar formation. The current status of the patient was reported as discharged from the hospital. The surgeon commented that although the patient was at high risk for wound complications, the continuous suturing of the barbed suture may have caused the wound to be in an ischemic state and blood flow to the wound may have decreased. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the alert date of this case is (B)(6) 2023. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female date and name of index surgical procedure abdominal salpingo-oophorectomy the diagnosis and indication for the index surgical procedure? Systemic lupus erythematosus what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used/location of suture placement? Dermis. Was the suture size used (4-0) suitable for the high risk of wound closure? Unk. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue dehisced? Dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Scar formed, steroid prescribed. Onset date/time of dehiscence? (# post op days) 2-3 weeks post-op how was the dehiscence managed? Treated in dermatology. Please describe any surgical intervention required for the wound dehiscence including date and findings. Asked but unknown. Please describe the appearance of the suture during the second procedure. Infected did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Unk. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Scar formed, steroid prescribed. The surgeon recognize it's high risk patient. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unk. Was the wound in an ischemic state and decreased blood flow to the wound or was this just a risk of what could possibly happen? It's just surgeon's worring. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). The site of suture please provide the onset date/time of infection from the initial surgical procedure. 2-3 weeks post-op were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No, but high risk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. Unk. How much and what type of drainage is present in this wound? Unk. Please describe any medical intervention performed including medication name and results. Unk. Were any pre-op cleansing procedures changed recently? If yes, please describe no other relevant patient history/concomitant medications? Steroid administration and scar formation (in the past). What is the physician¿s opinion as to the etiology of or contributing factors to this event? There was a possibility that the wound to be in an ischemic state and blood flow may have decreased. What is the patient's current status? The patient is currently undergoing treatment at a dermatology clinic. Lot number? Unk. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in a note.